Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. During the procedure, it was noticed the cement set faster than usual. Surgeon was unable to set the component in place. They opened up two additional boxes before opening up two more boxes from a different lot. As a result, there was a delay of 90 minutes to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sales history in conjunction with complaint history found that additional units from this lot have been invoiced with no other reported issues. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "prior to using the cobalt hv bone cement with gentamicin (g-hv), surgeons should, by specific training and experience, be thoroughly familiar with the properties, handling characteristics, and application of the pmma bone cement. Because the handling and curing characteristics of this cement varies with temperature and mixing technique, they are best determined by the surgeon¿s actual experience. It is advisable for the surgeon to go through the entire mixing, handling and setting process in vitro before using the material in an actual surgical procedure."